Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the allergist tray w/ bd precisionglide¿ permanently attached needle was coming through the caps of the syringes. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the needle of the allergist tray w/ bd precisionglide¿ permanently attached needle was coming through the caps of the syringes. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR check was not performed as the lot number is "unknown" for this complaint. Severity: s_2__; occurrence: a complaint history check was not performed as the lot number is "unknown" for this complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Additional information: customer provided tracking information which shows that the sample was delivered at the narcc (B)(6) 2018. Unfortunately, the tracking shows that the sample was returned, but the package cannot be located. I have informed the customer that the sample was misplaced. Correction: a lot number was communicated on the initial request email. D.4. Medical device lot #: 7226827. D.4. Medical device expiration date: 08/31/2022. H.4. Device manufacture date: 08/14/2017. A review of the device history record was completed for batch #7226827. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200707892, 200707860] noted for needle through shield. There were three (3) notifications [200707752, 200707600, 200708559] noted that did not pertain to the complaint.

Event description:
It was reported that the needle of the allergist tray w/ bd precisionglide¿ permanently attached needle was coming through the caps of the syringes. Found before use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the needle of the allergist tray w/ bd precisionglide¿ permanently attached needle was coming through the caps of the syringes. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
MFR. # 1920898-2018-00444 is showing a sequence error. Accordinig to the FDA initial and supplement #1, and 3 referencing patient ID: 440107 were filed. Please note that follow-up #3 is on hold and unable to be processed due to missing follow-up #2 in the system. This record is to fill that requirement. The most current information on this complaint is contained in MFR. # 1920898-2018-00444 follow up #3.